Event description:
Customer reported that during morning room preparation, the customer found that the hydraulics to angle the table up and down were not working. He reported that the procedure scheduled for that room was done in another room.

Manufacturer narrative:
Field service engineer (fse) trouble shot the problem of lack of table motion using the hut IV service manual and found the tilt/tube arm/image tube motions were just running very slow. The fse then did three things to correct the slow motion of the table; re-seated the connector on the pump motor servo control module; re-adjusted pump motor drive control voltage (5vdc). Repaired the pin that was pulled out on cable connector at tub interface pcb. The movement problems were resolved at this point. System returned to full service by the customer.